Event description:
It was reported that the patient with this right ventricular (rv) lead presented a twitching feeling in the device area and when interrogated, it was observed that the twitching stops when the voltage is under 3.4 volts. The device was programmed to 3.2 volts and after a few days, the patient attended the emergency room, where it was found that there were pacing spikes without conduction. The threshold was measured as 2.6 volts, so the pacing voltage was raised to 3.4 volts. The health care professional (hcp) is suspecting a lead fracture as the reason of the twitching in higher voltages. Technical services (ts) reviewed the device data and discussed the rv threshold has remained high and stable at approximately 3 volts with a slight increase in ventricular impedance noted from (B)(6) 2026. In addition, fast ventricular rate sensing was observed, which could be indicative of noise and there has also been a decrease in the ventricular pacing percentage and an increase in the premature ventricular contraction (pvc) burden, which could also be suggestive of noise and pacing inhibition. It was advised to perform an x-ray to assess any mechanical stress on the rv lead. Troubleshooting suggestions were also provided. The model and serial number of the rv lead is not yet available, further information was requested. The rv lead remains in service. No additional adverse patient effects were reported.